Manufacturer narrative:
The samples were drawn in b-d plastic lithium separator tubes. Prior to the event, the tp cartridge was calibrated and tp qc results were within the lab's established ranges. The low results occurred when the number of tests remaining in the cartridge was getting close to zero. A field service engineer (fse) was dispatched: the fse verified that the analyzer was operating within specifications. Evaporation caps which will help stabilize the reagent were ordered for the customer to use. A clear root cause for this event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low total protein (tp) results generated by the unicel dxc 600 pro synchron clinical systems. The results were reported out of the lab. The customer replaced the tp cartridge, ran qc and re-tested samples with low tp results. The repeated results were higher and amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.